Manufacturer narrative:
(B)(4) - incision sutured. (B)(4).

Event description:
The reporter stated the surgeon inserted an aa4203tl toric optic silicone single piece lens. Lens tore on insertion into the eye. Lens was removed with the incision enlarged and 3 to 4 sutures. Another same model and size lens was implanted.